Event description:
It was reported that during the implant procedure, a decrease in r-wave and high threshold were observed. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.